Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed an error message. No intervention was performed. The patient status was unknown.